Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. The pump remains in use supporting the patient. A specific cause for the reported driveline infection and a correlation to the device could not be conclusively determined. The instructions for use lists infection as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient presented to the emergency department with complaints of left flank pain secondary to pain and redness around the driveline site. The patient was diagnosed with a driveline infection. The patient was hospitalized and medication was changed as treatment. It was reported that the infection resolved the following day on (B)(6) 2016, and that the patient was discharged.